Event description:
The complaint is reported as: catheter/device was placed uneventfully under ultrasound guidance, wire threaded easily and visualized passing smoothly in the vessel under ultrasound guidance, but then they could not remove the wire/needle/system. They removed the whole system in situ and found the wire as both frayed and bent. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a swg damaged was able to be confirmed by the photo. The distal tip of the swg appeared to be unraveled. A complete visual inspection could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: catheter/device was placed uneventfully under ultrasound guidance, wire threaded easily and visualized passing smoothly in the vessel under ultrasound guidance, but then they could not remove the wire/needle/system. They removed the whole system in situ and found the wire as both frayed and bent. No patient harm was reported. The patient's condition is reported as fine.